Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code concerning the internal battery was found in the ventilator's downloaded error log. The customer requested that no repairs be performed, unit will be returned unrepaired. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up to this final report will be filed.